Event description:
According to the available information, a patient with erectile dysfunction of unknown cause received an inflatable penile prosthesis implant on (B)(6) 2019. He sought medical attention in (B)(6) 2023 reporting that the prosthesis had stopped inflating properly, making it impossible to achieve a full erection. The doctor found that the prosthesis was not rigid enough, without identifying a possible cause, and decided to review the implant on (B)(6) 2023, when all components were replaced. After review, the doctor did not specify the cause or reason for the lack of rigidity.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.